Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a lost sensor alert and differences between sensor glucose and blood glucose readings. Customer stated that the sensor read 41 mg/dl, but their blood glucose level was 112 mg/dl. Customer also received a calibration error and when they removed the sensor, they noticed that it was damaged. Customer stated that the sensor readings suspended the pump. Customer decided to take the sensor off. Customer declined troubleshooting. Sensor will be replaced as a courtesy. No further assistance needed.